Event description:
It was reported that the lead was attempted to be implanted but not used. Several stylets were attempted to be inserted into the lead but would not go down to the distal tip. The physician tried using lubricant which helped but was still difficult. A new lead was used for implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The stylet/guidewire was kinked/buckled. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Damaged during use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.